Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patients left hip was revised due to instability. Spoke to rep: patient was revised from a 56f trident ii cup, 0° liner, and 36 + 5 femoral head to a competitor shell and liner with a biolox delta ceramic head. Rep confirmed that no further information would be released by the hospital or surgeon. Update from sales rep january 6, 2020: no allegations towards the liner or head. Cup placement was likely the cause for instability.